Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and after switching on the pump, the membrane did not inflate completely. There were no reported patient complications.